Manufacturer narrative:
(B)(4). Evaluation code(s) conclusion(s) - a conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. Upon receipt the blade was visually inspected for any signs of misuse, abuse, or damage. The plastic foot platform and plastic retainer are broken. The complaint has been confirmed. Root cause cannot be established with the current amount of information provided. No corrective/preventative actions will be assigned. No further action require.

Event description:
The customer alleges that the blade had broken plastic pieces. The device was broken when package opened.